Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report he was in multiple car accident due to low blood glucose reading and wanted to know what the protocol is for battery life replacement. His first car accident was in 2005. He started on the animas incident pump in 2007 and reportedly had another accident during that year. The patient has had the last 4 automobile accidents due to low blood glucose. The patient could not provide any more information about the incidents. The patient made no allegation against the animas products. This complaint is being reported because the patient had hypoglycemic incident before and after the patient was on insulin pump treatment. Although there is no indication the animas product malfunctioned, the alleged insulin pump could not be ruled out as a contributor of the incidents.